Manufacturer narrative:
The eval confirmed a damaged power cord. Abbott nutrition standard operating procedure includes attempting to obtain required info from the source.

Event description:
The device evaluation identified a reportable malfunction. Damaged power cord, unrelated to the original complaint which was a non-reportable event.